Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial tachycardia ablation procedure, when attempting to remove the catheter from the ra, it was not possible to remove the catheter from the introducer. After a sacral attempt, the introducer became damaged. To remove the catheter, the introducer had to be removed and the catheter had to be cut down. Once removed, a new sheath and catheter were used in order to continue and complete the procedure with no adverse patient consequences. No additional puncture was needed.